Event description:
As reported, it was reported that the physician used an unknown super-stiff wire to advance an introducer during a leadless pacemaker implant procedure. Subsequent examinations suggested that a cardiac perforation of the atrial appendage occurred, leading to the patient¿s unstable condition and death. The physician suspected that the perforation was likely caused by the stiff wire. Additional information will not be obtained. The device will be returned for evaluation.

Manufacturer narrative:
As reported, it was reported that the physician used an unknown super-stiff wire to advance an introducer during a leadless pacemaker implant procedure. Subsequent examinations suggested that a cardiac perforation of the atrial appendage occurred, leading to the patient¿s unstable condition and death. The physician suspected that the perforation was likely caused by the stiff wire. Additional information will not be obtained.the device was not returned, and a lot number was not provided therefore, a product evaluation and product history review could not be performed.it cannot be confirmed if the reported ¿perforation¿ and ¿death¿ are related to the use of an unknown super-stiff wire because the device was not returned, images were not provided, the lot number is not available and limited event details were provided. Cardiac perforation is a known complication associated with the use of guidewire during intravascular procedures. Perforation is listed in all the cordis guidewire instructions for use. The cause of death was not specified and the possibility that the causes was related to the perforation cannot be ruled out. Based on the available information, there is no indication that this event is related to the design or manufacturing process therefore, no further actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was reported that the physician used an unknown super-stiff wire to advance an introducer during a leadless pacemaker implant procedure. Subsequent examinations suggested that a cardiac perforation of the atrial appendage occurred, leading to the patient¿s unstable condition. The physician suspected that the perforation was likely caused by the stiff wire. The patient¿s date of death was (B)(6) 2026. Additional information will not be obtained. The device will be returned for evaluation.